Event description:
It was reported that at the time of the subcutaneous implantable cardioverter defibrillator (s-ICD) system implant procedure the initial defibrillation testing was unsuccessful, as the shocks did not terminate the induced arrythmia. A decision was made to repeat defibrillation threshold (dft) testing one month post implant. During repeat dft testing, system shock impedance measured approximately 50 ohms. Two internal shocks at 80 j delivered by the s-ICD failed to convert induced ventricular fibrillation (vf). There was also concern noted regarding a delay to therapy. External defibrillation was subsequently performed. Following repositioning of external defibrillation patches, additional external shocks were delivered. Vf termination was achieved after patch repositioning in combination with a subsequent internal shock that was not aborted. X-ray imaging was performed and reviewed by technical services (ts), who noted that the device was positioned lower than expected and that the electrode position had shifted slightly to the left. Ts recommended optimization of the shock vector. The physician indicated consideration of device explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system. The patient remained hospitalized. At this time, the device remains in service. No additional adverse patient effects were reported.